Event description:
Reporter alleged that the customer obtained discrepant blood glucose results of 250 mg/dl with 12 mg/dl or 15 mg/dl on the active s system. Reporter did not indicate if the customer was experiencing any hypoglycemic or hypoglycemic symptoms. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.